Manufacturer narrative:
Analysis for mainframe. The device came in with gouged touchscreen which cause of frozen screen display upon boot up. The touchscreen/bezel and defected touchscreen board were replaced. Upgraded software to current specification and placed unit into burn-in for 24 hours. The device was tested and passed all manufacturing specifications. Analysis for patient interface. Could not duplicate customers issue. The device came in with missing spare fuses. The fuses and worn wave washer were replaced. The device was tested and passed all manufacturing specifications. (B)(4). Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device had several reboots, intermittently working and not responding. There was no known patient impact.